Manufacturer narrative:
(B)(4). The customer provided one video showing a functional test of an arterial catheter. Visual analysis revealed that the catheter hub appears to leak. The customer also returned one arterial catheter for analysis. Signs of use were observed. Visual analysis did not reveal any defects or anomalies of any kind. No cracks were observed on the catheter luer hub or body. The catheter body outer diameter measured 0.0440", which is within the specification limits of 0.0440"-0.0470" per the catheter extrusion product drawing. The catheter body inner diameter at the proximal end measured 0.032", which is within the specification limits of 0.031"-0.034" per the catheter extrusion product drawing. Functional inspection was performed on the returned catheter to recreate the product's intended use. The IFU provided with this kit states: "maintain catheter patency according to institutional policies, procedures and practice guidelines". The catheter was flushed using a lab inventory 10ml syringe. No leaks or blockages were observed. The catheter was tested for liquid leakage per bs en iso 10555-1 annex c which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. The catheter luer hub was attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were found anywhere on the catheter. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The customer report of an arterial catheter leak was confirmed through analysis of the customer supplied video; however, no defects or anomalies were observed with the returned sample. The returned catheter showed no visual defects or anomalies, and no leaks were observed during functional testing performed according to bs en iso 10555-1 annex c. The catheter passed all relevant dimensional inspection, and a device history record review was performed based on a potential lot with no relevant findings. Because the leak observed in the customer provided video could not be reproduced during lab testing, the root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reports "faulty catheter". It was reported "while identifying the problem, the entire tubing set up changed, the subject was bleeding significantly. Significant pressure had to be held, subject was extremely uncomfortable." The arterial line was removed. Patient refused for placement in the other arm due to increased pain. No injury was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reports "faulty catheter". It was reported "while identifying the problem, the entire tubing set up changed, the subject was bleeding significantly. Significant pressure had to be held, subject was extremely uncomfortable." The arterial line was removed. Patient refused for placement in the other arm due to increased pain. No injury was reported. The patient's condition is reported as fine.